Manufacturer narrative:
(B)(4). Patient medications include lovenox and lisinopril. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to improper endoprosthesis placement and branch vessel occlusion.

Event description:
On (B)(6) 2016, a conformable gore® tag® thoracic endoprosthesis (tgu454520/15484378) was implanted as part of a thoracic endovascular aortic repair. Upon deployment, it was reported that the sleeve of the device had covered the left common carotid artery (lcca). According to the report, the physician had positioned the delivery catheter such that the uncovered stent on the proximal end of the device would extend beyond the distal origin of the lcca. The physician was able to advance and implant a bare metal stent to preserve the patency of the lcca. The case went forward without any further reported complications. The patient tolerated the procedure.